Event description:
The infusion pump failed accuracy test for channels a, b, and c. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.